Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -8.5/1.0/087 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced glare/haloes and complained of headaches; and examination showed no abnormalities. On (B)(6) 2022 the lens was explanted. This resolved the problem. The cause of the event was reported as unknown.